Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal on the right ventricular channel. The lead impedances were reportedly within range during the episode. The mv feature remains off and there were no adverse patient effects reported. Additionally, there were electromagnetic interference (emi) sources on that particular day. This pacemaker remains in-service. No adverse patient effects were reported.